Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling lifting was observed. Evaluation confirmed that all keypad buttons are intermittently responsive and require excessive force to obtain a response. There was evidence of keypad adhesive found under all button key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the keypad buttons have been slow to respond and require excessive force to obtain a response over the past month. She stated that the keypad buttons became unresponsive last night, and she is now unable to use the pump. The patient noted that the buttons still click and spring back when pressed. She denied physical damage to the keypad; denied exposed the pump to water and cleaning products; and stated that she wears the pump in various places with a clip.